Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified for the cartridge issue and could not be verified for the control iq issue .

Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated the amount of carbohydrates consumed, and subsequently delivered a larger bolus than needed. Additionally, it was reported that the control iq software did not accurately adjust the amount of insulin delivered. Blood glucose (bg) was 40mg/dl. Carbohydrates were consumed to treat bg level. Although requested, the customer did not upload pump data logs for tandem technical support to perform a log review. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer reverted to an alternate method of insulin therapy.